Manufacturer narrative:
Reported event: the doctor was using the mako tkr leg holder as part of his usual mako tkr procedure. During implantation (impaction) of the tibial baseplate, the boot snapped off the bracket that holds the stainless steel cone peg, causing the leg to drop suddenly. No injury was sustained to the patient or the surgeon, however the leg holder is broken from standard use. Update 18 august 2020: 2-3 minute surgical delay as they adjusted position manually to position the leg for the tibial implantation and skin closure. Product evaluation and results: product inspection was not performed as product was not returned for inspection. Product history review: review of the device history records indicates 18 device(s) were manufactured and accepted into final stock on 07.27.2017 with no reported discrepancies. Review of the device history records also indicates 01 device(s) were manufactured and accepted into final stock on 10.30.2017 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210080, l/n 201743072002 shows 1 additional complaint(s) related to the failure in this investigation. Conclusion: the failure was not determined as device was not returned for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Dr (B)(6) was using the mako tkr leg holder as part of his usual mako tkr procedure. During implantation (impaction) of the tibial baseplate, the boot snapped off the bracket that holds the stainless steel cone peg, causing the leg to drop suddenly. No injury was sustained to the patient or the surgeon, however the leg holder is broken from standard use. Update 18 august 2020: 2-3 minute surgical delay as they adjusted position manually to position the leg for the tibial implantation and skin closure.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr (B)(6) was using the mako tkr leg holder as part of his usual mako tkr procedure. During implantation (impaction) of the tibial baseplate, the boot snapped off the bracket that holds the stainless steel cone peg, causing the leg to drop suddenly. No injury was sustained to the patient or the surgeon, however the leg holder is broken from standard use. Update 18 august 2020: 2-3 minute surgical delay as they adjusted position manually to position the leg for the tibial implantation and skin closure.